Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 65%. The device was recalibrated to address the issue.